Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips alarm light-emitting diode (led) failed. The device did have patient involvement at the time the issue was discovered; however, no medical intervention was reported and no delay in therapy was reported. Alarm led failed occurred while the device was in use on a patient. It was impossible to reset the alarm. Mode: continuous positive airway pressure (CPAP), 8 hectopascals (hpa), fraction of inspired o2 (fio2): 40 %. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards. Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.